Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The scope socket was found worn-out and was compromising the connection. Additionally, as noted, the unit had a faulty printed circuit board that was not allowing images to appear when 180 series scopes were used. It was also found that the unit was equipped with outdated software. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center¿s front pigtail was not functioning properly during procedure preparation. According to the initial reporter, this was compromising the connector. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the subject device was not producing an image. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The root cause of the scope socket wear was unknown. Based on the facts found out from the investigation, it is surmised that the image issue occurred due to faulty patient board set. As to the cause of the defect, the device might have been affected because it was manufactured before the circuit design of the operational amplifier of the board was changed. However, no conclusions can be made. Olympus will continue to monitor field performance for this device.